Event description:
A report through the us specialty pharmacy ((B)(6)) indicated that sparks came out of the pump when it was plugged in. The rptr noted that the pt had two optineb devices, however, the issue only occurred with one of the optineb devices. The pt was instructed to return the two optineb devices he has and two optinebs will be sent for replacement. (B)(6). Labeled for single use: no.